Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Explant date: (B)(6) 2016. Additional suspect medical device component involved in the event: product family: scs-paddleleads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(4), batch: 17514204.

Event description:
It was reported that the patient had a fall and subsequent lead fracture. It was not confirmed if the fall was device related. The physician attempted to revise the leads but was unable to place them properly due to excessive scar tissue from previous back surgeries. The patient underwent and explant procedure. The explanted ipg and paddle lead were not returned. No further information could be obtained.